Event description:
Attorney report: 2006--the patient underwent a hernia repair procedure with implant of a recalled composix kugel mesh patch. Due to the implanted mesh, patient suffered multiple and severe painful injuries, including but not limited to, surgery to remove the composix kugel mesh patch, hospitalization, severe abdominal pain and swelling, permanent disfigurement to her whole abdominal area, severe discomfort, anxiety, suffering, pain and injuries to her body as a whole which results in the patient's death.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned or request for additional information has not been responded to. No conclusion can be drawn at this time. Additional information including patient information, copies of medical information/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.